Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was wearing the pod between 5 and 24 hours. The mother reported that the patient¿s pod became detached during the night, resulting in insufficient insulin delivery. At 7:00 am, the pod was replaced and the mother administered the maximum additional insulin dose as instructed. The patient was taken to the hospital on (B)(6) 2026. During the ambulance transport to the hospital, the pod became detached again, resulting in another increase in glucose values. The patient was feeling unwell. The patient¿s symptoms included blurred vision, dizziness, nausea, dehydration, severe muscle pain, and vomiting. While in the hospital, glucose measurements exceeded 26 mmol/l (468 mg/dl). The patient was treated with 3.5 units during ambulance transport, multiple daily injections of 8 units via a pen while in the hospital, and intravenous fluids (contents and dosage not provided). On (B)(6) 2026, the mother was awaiting confirmation whether the patient can be discharged. There was no formal diagnosis provided beyond hyperglycemia. The pods are unavailable for investigation as they have been discarded at the hospital.